Manufacturer narrative:
Product event summary: analysis confirmed the reported screen issue; there was a deviation between the stylus and the cursor on the screen due to a overlay misalignment. It was noted a stylus calibration didn't solve the problem. Analysis could not confirm the reported power on issue; the programmer powered up without problems. Analysis found the power bay cover was broken, the door from media bay was cracked, and the feet from lower case were worn out. A loose screw (from printer) was found inside the programmer and screws were missing from hinges cover plate. It was noted there was lot of dust inside the programmer and software errors were found in programmer update history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer no longer powers on and when still powering, problem with the screen even with calibration and changing stylus. The programmer was returned for service. There was no patient involvement.